Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that paramedics were called on (B)(6) 2015 at 7 pm in response to the customer experiencing low blood glucose levels of 22 mg/dl. The customer stated that they had a stomach virus and could not keep food down. The customer reported symptoms of vomiting and diarrhea. The customer reports that their transmitter does not keep charge. The customer does not have the device to troubleshoot the issue. The customer did not mention the detail of treatment for their blood glucose levels. The customer did not return the product back for analysis.